Event description:
Please send documentation that equipment is functioning properly.

Manufacturer narrative:
On (B)(6) 2025 - (B)(6) - initial clarification: tse spoke with the customer (tina) and she confirmed that a customer complaint was just filed with their facility by a patient that was there on (B)(6) 2025, that claims that they was burned by the 5c1 probe during their trans-abdominal pelvic exam. The serial number of the suspect probe was not immediately available. A psi was submitted and the cse will be dispatched as requested to check out the probe and the system.